Event description:
It was reported the patient was not getting benefit from therapy and it had been happening for a ¿few weeks.¿ the patient was going to the bathroom more. The patient could not feel stimulation at the time of the call and it was set to 2.8v. It was stated the patient kept turning it up and could not feel stimulation. It was noted the patient had a cat scan and this started to happen around that time. At the time of the report, it was confirmed the implant was on. Stimulation was increased from 2.8v to 3.3v and the patient was able to feel stimulation in the correct area. By the end of the call, stimulation was decreased to 2.6v and the patient was feeling stimulation. No falls or traumas were noted and the patient was going to see their healthcare provider/manufacturer representative the following day. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va07anh, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).